Event description:
It was reported that after insertion of the catheter over the spring wire guide, the physician retracted the spring wire guide and found that it had separated. He also removed that catheter. One week later, an x-ray was taken and a piece of the spring wire guide was seen beneath the clavicle. The patient has refused intervention to remove the retained wire. No additional information is available.